Manufacturer narrative:
The insulin pump unit received with currents in specification. Unit passed rewind test, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No back light due to el panel shorting to lcd metal frame.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low readings and backlight anomaly. The customer's blood glucose reading was 46 mg/dl. The customer treated with juice and snacks. The customer stated that the battery status was low. After troubleshooting, the back light did not work. The insulin pump was returned for analysis.